Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the physician suspected the patient had an infection at the lead site as the patient was experiencing some drainage there. No intervention is planned other than to monitor the patient.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.